Event description:
It was reported that non sustained oversensing due to crosstalk was observed on the implantable cardioverter defibrillator (ICD) in clinic. Programming changes were recommended to adjust sensitivity on the patient's ICD and right ventricular (rv) lead. The rv lead was a non-abbott lead. Programing changes and isometric testing were to be performed. The patient was stable.